Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the device had corrosion on the contacts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery mechanism on the battery casing device was not working while in use with the battery reamer/ drill device. The event was not reported to have occurred during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.